Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked. Fluid was seen exiting the distal tip of the soft cannula. No damages or defects were found on the bottom housing or the formed needle that would cause skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17.  Checking your blood glucose:  chapter 4 / page 36; warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to 400 mg/dl. It was reported that the patients pod insertion site was irritated.